Manufacturer narrative:
Unique identifiers were not provided. Additional information requested. Once all requested information has been recieved and evaluated, a follow up report will be submitted.

Event description:
On 08/17/2022, rti surgical, inc (rti) and tutogen medical gmbh (tmi), a wholly subsidiary of rti, received a complaint originating from a literature search; klinger f. Et.al., 2022, 'immediate direct-to-implant breast reconstruction: a single center comparison between different procedures', frontiers in surgery. This is the first study using fortiva® in prepectoral breast reconstruction. It is a retrospective data analysis of patients who underwent mastectomy followed by immediate breast reconstruction with silicone implants and compares the outcomes of three patient populations: retromuscular prosthesis, prepectoral prosthesis and prepectoral prosthesis reconstruction with acellular dermis matrix (adm). It was suggested that the latter will bring benefits compared to the current standard technique (retromuscular). A total of 67 patients underwent reconstruction with implants (43 with retromuscular prosthesis, 13 prepectoral and 11 prepectoral with adm. A significant lower incidence of surgical complications was found with the utilization of the adm in comparison with retromuscular. When comparing complications between the three groups of patients, there were no significant differences the groups about individual complications. Complications were more frequent in the retromuscular reconstruction, except for seroma, capsular contracture, and skin ischemia, which were more frequent in the prepectoral reconstruction group without adm. Wound dehiscence was slightly more frequent in the prepectoral reconstruction with adm group. The group with adm did not report pain twelve months after surgery. It was concluded that prepectoral implant placement with adms is a viable option for improving reconstructive outcomes in patients undergoing mastectomy skin and nipple sparing.

Manufacturer narrative:
The graft was not available for return. The review of the batch documentation and frequency investigation could not be carried out due to missing product and patient data. The publication by klinger et al. 2022 describes two post-operative complications after breast reconstruction using silicone implants and fortiva. Individual patient data was not provided in the publication, therefore, this case refers to multiple patients. This case is considered non-serious as no seriousness criterion has been described for the two events (skin ischemia and wound dehiscence) in the publication. No causality assessment for both events was provided by the author, however, from the context of the whole article it may be assumed that both events are considered related to the procedure meaning the surgery (including the additional use of an acellular dermal mattrix (adm) and not the adm itself. Rti surgical germany considers both events as related to the procedure and not the related to the fortiva. Despite several attempts, to follow-up no additional information was provided. Rti surgical germany considers the case closed.